Event description:
It was reported via repair work order that the back rest was cracked which may lead to an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.